Event description:
This was a lead extraction case to remove 6 cardiac leads (3 endocardial, 3 epicardial). The rv lead (mdt 5024, implanted 240 months) was prepped with an lld#2. During the procedure, the mdt 5024 deteriorated and came apart. The physician was able to pass a 0.035 wire through the occlusion, and then a decision was made to halt the extraction, and abandon the lead containing the lld#2 inside the patient. A new defibrillation lead was implanted and the patient was returned to his hospital room for recovery.